Event description:
Related manufacture reference number: 2017865-2024-22647 it was reported that the patient presented in clinic. Interrogation noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was capped and replaced om (B)(6) 2024. The pacemaker was also explanted and replaced during the same procedure as it was included in the subset of assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The patient was in stable condition.